Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the garment described as an irritated muscle. The patient reported that he will seek medical attention from his physician. Follow-up that the skin soreness was still present.